Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked and the mount was noted to be loose. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive and the acoustic isolator was torn. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality causing the reported activation issues.

Event description:
It was reported that during an unknown procedure, the device does not activate. Another device like device was used to complete the case. No patient consequences.